Manufacturer narrative:
Device UDI number unavailable. A medtronic representative (rep) went to the site to test and service the equipment. The rep could not duplicate the issue. It was noted that the logs showed that it could not see the reference frames. The system passed the system checkout and was found to be fully operational. No parts were replaced on the system. It was also noted that the customer used the unit in a case after the rep performed the checkout and it had no issues. Device manufacturing date unavailable. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding an imaging device being used for a sacroiliac and thoracolumbar procedure. It was reported that the imaging system had an image transfer error. During the clinical case, the site went to use the imaging system and they kept receiving an error stating that the system was unregistered and the site would have to do manual registrations. The site was using a medtronic navigation system and had all 3 boxes of green communications between the systems but were unsuccessful in transferring images. The site tried more than one spin, and they also tried to manually send the scans from the imaging system to the navigation system. The site was unable to use the imaging system and removed it from the room. The site also aborted navigation. The site representative who called in this issue was unable to do any other troubleshooting over the phone. The patient was present when this issue occurred. There was a surgical delay of less than 1 hour due to this issue, and there was no impact on patient outcome.